Manufacturer narrative:
The reported event, metal shavings around tip (nose cone), was not confirmed or duplicated. During service review, the technician observed the nose cone was damaged and sharp edges were present. Based on risk documentation and consultation with a sme, accidental device interaction with other devices such as surgical jigs or fixtures can cause or contribute to sharp edges and metal shavings. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that in the central sterile department of the user facility, the device was observed to have metal shavings around the tip of the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.